Manufacturer narrative:
Per further review, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device received a low flow alert (alert 02). The patient was in the rewarming process. After emptying the pads they received a low reservoir alarm so they filled the device with 1 liter of sterile water. Then disconnected and reconnected the pads using the proper technique. While waiting for the flow rate to settle the nurse asked about the rewarming rate that was set to 0.16 c per hour the rewarm rate reads as 33.2 c and the patient temperature as 34.1c. The nurse adjusted the rewarming rate because they felt that the patient was rewarming too fast. Ms and s discussed the water temperature and rewarm from the box. The nurse adjusted the rate back to 0.25 c per hour and they wanted to rewarm from the current temperature and adjusted to rewarm from the box as well and the flow went up to 2.7 lpm. Per follow up 1 on 07apr2021 via nurse the pad were disposed of. Per follow up 2 on 08apr2021 via nurse the pads were disposed of and the therapy was discontinued.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device received a low flow alert (alert 02). The patient was in the rewarming process. After emptying the pads they received a low reservoir alarm so they filled the device with 1 liter of sterile water. Then disconnected and reconnected the pads using the proper technique. While waiting for the flow rate to settle the nurse asked about the rewarming rate that was set to 0.16 c per hour the rewarm rate reads as 33.2 c and the patient temperature as 34.1c. The nurse adjusted the rewarming rate because they felt that the patient was rewarming too fast. Ms and s discussed the water temperature and rewarm from the box. The nurse adjusted the rate back to 0.25 c per hour and they wanted to rewarm from the current temperature and adjusted to rewarm from the box as well and the flow went up to 2.7 lpm. Per follow up 1 on 07apr2021 via nurse the pad were disposed of. Per follow up 2 on 08apr2021 via nurse the pads were disposed of and the therapy was discontinued.